Manufacturer narrative:
Upon inspection and testing of the device, the reported issue (damaged distal end) was confirmed. It was observed the plastic distal end cover was scratched, and blunt. In addition, service found the adhesive on the bending section cover was cracked. The light guide lens was burnt and scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the distal end was damaged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, some black particles were observed in the distal end. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed foreign material on the distal end of the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to identify the foreign material (black particle). A root cause was not established. Olympus will continue to monitor field performance for this device.